Manufacturer narrative:
Advanced bionics considers, the investigation into this reportable event as closed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's magnet was reportedly repositioned on (B)(6) 2024. It is believed that magnet displacement was related to the MRI. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.